Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and half the lens remained in the injector upon insertion. The lens was removed and replaced with the same model lens without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the middle of the optic was torn off and missing and there was a clear surgical residue on the lens.